Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2012 . Medical records provided indicate revision was allegedly due to metallosis, metal-stained tissue and fluid, pseudotumor, alval, and malposition of cup, debridement and elevated metal ions. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."this report is number 5 of 5 mdrs filed for the same event (reference 1825034-2013-00086,00087, 00086-1, 00087-1 and 02461).this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.